Event description:
It was reported that catheter leakage was observed. Follow-up indicated that leakage was observed from the catheter body during insertion. There were no patient complications reported. The unit returned for evaluation was significantly more damaged than the original report indicated. Attempts to determine the cause of the damage were unsuccessful.

Manufacturer narrative:
One catheter was received with an attached contamination shield and monoject 1.5cc limited volume syringe. As received, the catheter tip appeared crushed and broken approximately 3cm from the tip. Due to the catheter body damage, the balloon could not be inflated. There was no visible damage observed on the balloon latex. All through lumens were patent without any leakage or occlusion. A review of the manufacturing records indicated that the product met specifications upon release. Although catheter body damage was confirmed, there was no evidence of a manufacturing nonconformance. No actions will be taken at this time.